Manufacturer narrative:
The device parts were returned to the manufacturer for analysis. Investigation of the louver hinges confirmed reported problem. Hinges were returned with bent louver. Hinges are both snapped in half at screw hole. The hardware investigation found that reported issue was related to a physical damage failure mode; pieces were broken. Investigation of the louver cover confirmed reported problem. Louver is slightly bent and there are scuff marks from use. The hardware investigation found that reported issue was related to a physical damage failure mode; the cover was dented, nicked, scratched, bent.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the louvers cover on the imaging system was damaged. A replacement cover was shipped to the representative and they performed the replacement on (B)(4)2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, one of the covers on the imaging system became damaged when performing test spins. No additional information was provided. There was no patient present when this issue was identified.